Event description:
The complainant reported that the lithotripter basket was introduduced into the cbd and stones were captured. Upon removal of the device from the cbd it was noticed that the basket was missing and the sheath was torn. An ercp was performed and the physician was unable to locate the basket in the cbd. The pt was previously scheduled to have surgery to remove add'l stones. The stone removal surgery was performed in 2006, and the basket was not found. The physician believes the basket fell into the stomach and was passed naturally. No further testing was performed and there were no add'l adverse effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event of this time. Our directions for use outline appropriate placement, access and maintenance procedures.